Event description:
Procedure: bariatric procedure. According to the reporter: the patient experienced vomiting, dehydration, and extreme abdominal pain and was admitted to hospital with a severe abdominal infection requiring further surgical intervention.

Manufacturer narrative:
(B)(4).